Event description:
Consumer reports getting readings that are not consistent with how they felt. Analysis run on clark error grid using mean average readings (53) as ref point vs bd readings 22, 23, 113 yielded some data points in the d range of the grid, outside acceptable limits.